Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
It was further reported that the exact cause of death is unknown, but is most likely related to generalized debility secondary to advanced dementia.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2008, the patient presented with unstable angina (braunwald classification iiib) and cardiac catheterization was recommended. The target lesion was located in the 1st obtuse marginal branch (om1) with 90% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilation and placement of a 2.25x16mm taxus perseus stent. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient expired. No autopsy was performed. No additional information is available at this time.